Event description:
It was reported a spectrum pump had sys error 105. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported sys error 105 was reproduced and confirmed through eval. It was determined that this condition was cause by a failed motor flex. The motor assembly was replaced. See scanned page.